Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, suffering, disability and impairment. Associated MDR: 1018233-2013-01804 and 1018233-2013-01811.